Manufacturer narrative:
Additional information: on 10/1/2019, the mentor failure analysis lab received the device for evaluation. On 10/15/2019, the product investigation was completed. Device investigation summary: during evaluation of the device it revealed there was a tear located at the anterior view measuring approximately 3.9 cm. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. The second product received is related to a concomitant device, there are neither deficiencies alleged nor patient injuries. Therefore no further investigation is required. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: saline mentor smooth round spectrum 375cc, catalog # 3501460, lot # 5908040, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent a primary breast reconstruction with a saline mentor smooth round spectrum 375cc breast implant and experienced deflation on the left side post-operational. As a result, the patient is scheduled to undergo device removal on (B)(6) 2019.